Manufacturer narrative:
Customer reported motor rate error. Device bottom case seal was removed and plunger case seal was intact. Top case cracked by the front right bottom corner, missing /broken seal (lining) on bottom case, cracked right and left plunger cases. Visible contamination by the "l" bracket pole clamp and by the a/c cord clamp and also found contamination in main board and interconnect board. Reported problem duplicated during occlusion test using infusion rate of 944 ml / hr. Problem was with multiple components on motor assembly including main pc board (contaminated). Issue traced to customer. Visible contamination/corrosion found in main pc board. Replaced worn gear, worn coupling, motor, motor bracket and main pc board.

Event description:
It was reported that device showed motor rate error. No patient injury was reported.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced worm gear, worm coupling, motor, motor bracket and main pc board. Power up and performed occlusion test.